Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not returned.

Event description:
It was reported by the customer that the blade broke. No further information was provided.

Event description:
It was reported by the customer that the blade broke. It was subsequently reported that the blade broke at the mount during an foot/ankle surgical procedure. It was further reported that there was a 1-2 min delay to retrieve new blade. It was also reported that there were no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
G3: updated awareness date for completion of investigation. It was also determined that the manufacturer's initial reportability awareness date was nov/30/2021.